Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leak at top. Customer's blood glucose level was 110 mg/dl. Customer reported that they unsure if the leak was passed from first or second o ring. Customer reported that after changing reservoir they noticed leak. Customer reported that rewind takes longer. Customer declined to troubleshoot. The reservoir will not be returned for analysis.